Manufacturer narrative:
Lead model 3093, lot # v837590, implanted: (B)(6) 2011, explanted: unk; patient programmer model 3037, serial # (B)(4), implanted: na, explanted: na.

Event description:
It was reported that the patient could not urinate and had discomfort in the groin area. The patient inquired about stimulation causing a bladder infection. Additional information has been requested, but was not available as of the date of this report.